Event description:
It was reported that a lite decompression snake arm clasp will not tension on the tubes intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Manufacturer narrative:
Visual inspection: it was observed that the distal lever/clamp had deformed. The circular feature of the clamp had flattened. General wear was identified on the device. Functional inspection: the device was functionally inspected using a sample decompression tube. The tube did not fit securely onto to clamp due to the deformation. The connection was unstable and the tube was moving. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. From IFU: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. For instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended. There is a text engraved on the tube "lubricate before use". The most likely cause of the reported event normal wear after repeated use.

Event description:
It was reported that a lite decompression snake arm clasp will not tension on the tubes intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.